Manufacturer narrative:
This complaint will be updated once investigation is complete. Trend will be evaluated.

Event description:
Allegedly the patient had revised his thr due to mom complications.(left) additional information received from litigation on (B)(6) 2018. Allegedly the patient was revised due to neck fracture. X-rays show evidence of lysis around the femoral components. (Left) added catalog/lot numbers; explant dates; correct country; hospital; doctor. The neck was broken as a secondary phenomena to an adverse reaction to metal debris.